Event description:
It was reported that the device was explanted due to eos status. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned follow-up data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned follow-up data from december 19th, 2023 have been inspected. The eos battery status was confirmed. However, solely based on this data no conclusion can be drawn regarding the eos activation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data is not sufficient for a root cause analysis.